Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has autofill failure. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Found blood in pump. Multiple autofills in logs. Replaced blood contaminated patient interface module. Device passed all functional and safety tests according to factory specifications.